Event description:
It was reported that the registered nurse noticed that cuff was leaking air when placing the product in the pt. The item was removed, and another tracheostomy tube was put in its place. It was reported that the failure is either at the seam of the pilot balloon, or in the pilot line where it enters the tracheostomy body. It was reported that it was not known if the tracheostomy tube was pre tested.

Manufacturer narrative:
The lot number was provided and the manufacturer will review the lot history records. Return of the tracheostomy tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device. A manufacturing CAPA is already in place to address cuff leaks.